Event description:
A nurse reported that during phacoemulsification, the system stopped working. It took approximately one hour to troubleshoot and get the system to work again. The surgery was completed and the nurse reported that there was no harm or injury due to the delay.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported event. The company representative tested the customers handpiece and tip and found no problem. Preventive maintenance was performed. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause is unknown at this time. (B)(4).